Manufacturer narrative:
Weight- unk. Ethnicity - unk. Race - unk. This product is not marketed in the us. Device problem code: 1494 - off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -14.50/2.0/069 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a same size , different power (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.